Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that there were air bubbles in the customer's reservoir. The patient's blood glucose at the time of incident was 298 mg/dl. The size of the air bubbles were about 0.2 cm. The air bubbles occurred within half an hour of filling the reservoir with room temperature insulin. The customer confirmed that the reservoir and insulin was handled correctly and that no pre-filled reservoirs were in use. The customer noticed that the transfer guard was not properly connected to the reservoir; the catheter cannot be connected to the reservoir straight. No products were returned and a replacement reservoir was shipped to the customer.